Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair in the powerpicc kit was inconclusive due to the sample condition. One 4 fr s/l powerpicc solo kit was returned for investigation. The packaging had been opened and the components were received loose inside the packaging. The kit components were outside their designated location within the tray. The catheter had been removed from its track and the t-lock extension set had been unscrewed from the red luer adaptor. A strand of dark hair was attached to a yellow sticky note that was labeled ¿hair¿. A hair follicle was present on one end of the strand. Whether the hair was inadvertently introduced into the tray during packaging or after opening cannot be verified since the kit had been opened. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. A lot history review (lhr) of rebt1336 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep that the PICC nurse discovered a hair in the sterile part of the package above the clear tube that holds the PICC. Device was not used.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt1336 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep that the PICC nurse discovered a hair in the sterile part of the package above the clear tube that holds the PICC. Device was not used.